Manufacturer narrative:
During an onsite visit the fse (field service engineer) completed a check of shutters, completed pm (preventive maintenance), replaced parts and qualified system. The root cause for the reported shutter issue could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a shutter error during lasik flap creation. After the bed cut was made and before the side cut was completed the error message came up requiring them to shut down the laser. The surgeon wanted to continue with the treatment after the laser was turned back on. It was reported that after the second cut the flap lifted well.